Event description:
It was found that an automated peritoneal dialysis, 3 prong cassette, set had a missing cap, upon receipt of the sample. There was no patient involvement and therefore no patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. During visual inspection it was identified that the drain line cap was missing, confirming the reported condition. The root cause was not identified.